Event description:
The MFR's rep reported that the pump was explanted and replaced due to suspected "malfunctioning pump" causing intermittent spasticity relief. Implant duration was 34 months. A catheter dye study was performed- date and results not reported. The pump contained compounded baclofen 3000 mcg/ml at a dose of 430 mcg/day. The pump was replaced with a similar device; the catheter connector was also replaced. Final pt outcome was not reported.

Manufacturer narrative:
H6- the device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.